Event description:
Reporter alleged the meter would not charge and 2 of the pins on the connector tab are blackened. It was stated the meter was able to download, however, they are not cleaned, only occasionally with a can of air. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.